Event description:
It was reported there was no specific event. Patient complained of pain. X-rays showed stem had moved into varus and needed revising.

Manufacturer narrative:
Method - review of device history and complaint history. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available by the hospital. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The reported devices were manufactured approximately 20 years ago and based on the report history database for these devices, there were no previously reported events regarding pain. Should additional information become available, the evaluation summary will be submitted in a supplemental report.